Event description:
It was reported that a malfunction alarm occurred, indicated by malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided guidance on resetting the pump, and the customer successfully reset it without recurrence of the malfunction, allowing continued use of the pump.